Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
While inserting a screw during a 2 level alif at l4-5 and l5-s1, the tip of the low profile u-joint driver broke off in the head of the screw. Surgeon decided not to attempt removal of broken tip. Surgeon covered the broken tip with bone wax and completed the procedure.